Event description:
The patient was agitated and dislodged the foley catheter by pulling it partially out. Nurse attempted to remove foley for replacement and was able to get about 4-5 ml of water out of the balloon and then was unable to continue deflation. All tricks were tried, such as cutting the port to allow the balloon to passively deflate and pushing the foley back into the bladder to relieve tension, but neither worked. A more experienced foley nurse was also unable to deflate the balloon or get the foley to move at all. Urologist recommended passing wire through the catheter to remove blockages and allow the balloon to deflate, but nurse was unable to pass the wire. While waiting for urologist to assess the situation, the patient became increasingly agitated and managed to remove the foley the rest of the way while balloon was still inflated. Clinical staff was never able to deflate the balloon.